Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was sprung. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the helix length was stretched out of specification consistent with procedure damage. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.